Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was recently implanted with a left ventricular assist device (lvad). The patient was hospitalized and the lvad was found to not be working and the batteries depleted. It was noted that the patient was on a ventilator. While in the hospital, the patient experienced a ventricular fibrillation (vf) arrest in which the vf was undersensed which caused a delay to therapy. The crt-d then delivered anti-tachycardia pacing therapy. Ultimately, an external shock was provided to the patient before the crt-d was to deliver a shock. It is unknown whether the atp was successful in converting the rhythm or if it was successful due to the external shock. Device reprogramming was performed. No additional adverse patient effects were reported.